Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -13.50/+3.0/016 (sphere/cylinder/axis) implantable collamer lens into the patients right eye (od) on (B)(6) 2018. Excessive vault was observed. As of the date of MDR reporting the lens remains implanted, it was reported that the surgeon plans to exchange the lens. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 -13.50/+3.0/016 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged for a smaller lens due to excessive vault. The problem was resolved. (B)(4).

Manufacturer narrative:
Additional information: device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found lens haptic torn. Claim# (B)(4).